Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that last friday they had a fall at work and landed on the area where the device was located. The patient said that the fall was pretty hard and said that their whole right buttock was completely black and blue. The patient would like to schedule an appointment to have the device checked. When asked, the patient said they hadn't noticed any changes in the stimulation sensation however said that they could feel the stimulation more when has a bowel movement which it had always been that way. When asked, no changes to symptom control. The patient was redirected to their healthcare provider to schedule an appointment. The patient said called the office on monday however they hadn't received a call back yet. On (B)(6) 2025 the patient called back stating since their fall a week ago, they've been unsuccessful to get an appointment at their doctor's office they were told to call the manufacturer and they knew the manufacturer was there on fridays. The patient said the fall happened while they were working as a caregiver trying to catch the person who was falling and they both fell. The patient said they had not noticed a change in their symptoms; they had issues for a long time before the fall they have not made any therapy adjustments. Offered and emailed the manufacturing representatives (rep) in the area and redirected the patient to report the fall to their doctor. Additional information was received from the patient. The reason for call was patient reported they had fallen several times and the last time they felt it was on their back again, they thought they may have something wrong with their hip and lower back and were somewhat pained right now. Patient said they had a CT scan done this morning and the day before yesterday they had x rays done and they don't remember what it looks like but to them it was flattened out and it had moved positions. Patient services (ps) reviewed some device information. The patient mentioned that probably a year ago they were taking care of a patient and they fell backwards and hit a bathtub and when they fell against the "backtub" it hurt tremendously and they think that was when it moved. Patient services (ps) redirected to their doctor. The patient said they did leave a message but have not heard back yet. Patient also mentioned they were considering device removal and asked about the process. Patient services (ps) reviewed information redirected to their doctor.